Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to loss of osseointegration 5 years and 9 months after implantation. The doctor noted local infection, bone resorption, and pain during explantation. The patient has history of diabetes. The patient has recovered without complications.